Manufacturer narrative:
W4tr01 crt-p, implanted (B)(6) 2020. 429878 lead implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead warning for low impedance. The lead remains in use. No patient complications have been reported as a result of this event.